Manufacturer narrative:
Investigation results: the pair of scissors is broken at the transition between ride and shank. The analysis of the fracture pattern illustrated a forced fracture due to overload. Nevertheless, the brownish areas are signs of a pre-crack and can be found at the inner side of the blade. This crack most likely occurred during the manual alignment of the pair of scissors during the manufacturing process. Batch history review: the device quality and manufacturing history records will be checked for the lot number 4510610334 from the quality coordinator of the production plant. If the review shows any conspicuities, the report will be updated and actions will be initiated. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to a manufacturing error. Rational: the crack, most likely occurred during the alignment of the instrument, was not detected during the quality assurance. Since the alignment is manual process, and no other similar incident has been filed with products from this batch, we exclude a systematically failure.

Event description:
It was reported that there was an issue with jameson supercut scissors . According to the complaint description it was reported that the finger ring on scissors broke off at base where the joint is during surgery. The surgeon was making a cut of patient tissue. Surgeon had a back up device available. No patient harm and no surgery delay. Additional information has been requested but not yet received as of this report. The adverse event is filed under aag reference (B)(4).